Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "these filters are used for filtering lipids with an extension set attached to a syringe. If the lipid filter connection isn't properly secured with the extension tubing then it causes it to leak from that site. This leaked at that site for approximately 2 hours. The filter was changed and the problem was remedied." There was no report of patient harm.